Manufacturer narrative:
Findings: pump received with blank display due to moisture damage electronic assembly. Unit had scratched display window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was 142 mg/dl at the time of the incident. Customer reports there is fluid under the lcd display. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.